Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not been returned, therefore, resmed is unable to confirm the alleged malfunction at this time. (B)(4).

Event description:
It was reported to resmed that during use of an airfit f20 mask with a trilogy ventilator, an increase in co2 and respiratory failure was observed. It was reported after the interface was changed, a significant clinical improvement was shown.